Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sigmoidectomy procedure, they set idrive device and reload, checked the jaws open ing/closing and the device reacted normally. Then the surgeon articulated the jaws in the surgical field and tried to open and close the jaws, however they were not be able to react. The surgeon realized the blue indicators were illuminated. The physician re-connected the cartridge to egiaadapt, however the status was same. There was a problem unloading the device as the jaws were still articulated. No reinforcement material was used. Replaced by an ultra handle, the procedure was completed. The status of the patient is no problem.